Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet bionic pancreas, the patient experienced elevated blood glucose during meals, with a recorded value of 218 mg/dl and duration above 180 mg/dl for approximately 1 hour 20 minutes; the agent provided education on timely meal announcements 10 to 15 minutes before eating, and additional training was requested. Symptoms included hyperglycemia without alerts above 300 mg/dl for over 90 minutes, without ketone testing, back-up therapy, professional medical intervention, or assistance. Outcomes included no hospitalization and no long-term health impact reported. Investigation included troubleshooting and user education regarding meal announcement timing. Investigation of this case revealed no device alarms, no reported device malfunction, and a probable user-related timing issue with meal announcements as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.